Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 6fr 45cm non-bsc introducer sheath was introduced. After a 014x175 non-bsc guidewire was advanced to cross the lesion, a 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 12 atmospheres after a duration of 30 seconds. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.